Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue and the mr was reduced. To further reduce the mr, a second clip was advanced. The clip was positioned at the leaflet, but then re-positioned. The clip was inverted, pulled into the left atrium and re-oriented two times. On the third grasp attempt, the physician was satisfied with the clip placement and deployment was initiated. The clip was deployed and the mr was reduced to grade >1. On final echocardiogram, a flail was noted at the medial aspect of the second clip and it was determined that a chordal rupture had occurred. It was thought that the chordal rupture occurred during repositioning, although no difficulty was noted. As the mr was reduced, no additional intervention was performed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported recurrent mr appears to be cascading effect of the noted chordal rupture (tissue damage). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the follow-up #1 medwatch report, the following information was received: recurrent mitral regurgitation of grade moderate/severe was noted and the patient is being evaluated for a second mitraclip procedure. The implanted clips were noted to be well attached to both leaflets and functioning as expected. It was noted that the recurrent mr was related to the previously reported chordal rupture. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on the information reviewed, the reported tissue damage appears to be due to multiple leaflet grasping and re-positing of the clip delivery system (cds) during the placement of the second mitraclip (procedural circumstances). There is no indication of a product quality issue with respect to manufacture, design or labeling.